Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an external abrasion noted at 9.7-10.9 cm from the distal tip, consistent with friction to the device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.